Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the waist pack was not returned for evaluation. Visual inspection of the images provided by site revealed a damaged plastic window, torn battery pack cover and strap loop. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to deterioration and/or to the handling of the unit. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received images of the patient's waist pack due to suture damages and a broken plastic window. The waist pack subsequently tested out of specification during manufacturer¿s analysis. The waist pack was exchanged. No patient complications have been reported as a result of this event.